Event description:
It was reported, during an initial implant procedure, an attempt was made to interrogate the device using rf telemetry and was successful, however, during the procedure the connection to the device was lost. Rf telemetry was unable to be restored with the device. The device was not used. A different device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of radio frequency (rf) telemetry anomaly was confirmed. The device was unable to be interrogated via rf telemetry on the bench. Analysis of the device image found the cause of the rf anomaly to be due to a firmware anomaly.